Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was not dispatched to the site for this event. The customer began to troubleshoot with help from the customer technical support (cts) over the telephone. The customer observed crimped tubing underneath the needle caused by a loose screw to the needle assembly. The customer tightened the screw to resolve the leak issue. The customer was to monitor and call cts if additional assistance required. The customer has not contacted cts regarding this issue. (B)(4).

Event description:
The customer reported approximately 8 cubic centimeters of diluent/clenz leaked from the coulter lh 500 hematology analyzer during shutdown and leaked onto the countertop during startup. There was no exposure to open wounds or mucous membranes. The operator was wearing personal protective equipment (ppe) consisting of gloves, goggles and a lab coat at the time of the occurrence. No erroneous patient results were generated in connection with the reported event. There was no death, injury, or affect to user or change to patient treatment attributed to this event.